Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinical information, radiographs, operative report or the device the root cause of the broken nail/ or screw cannot be determined. However, we cannot rule out a procedural event/error as the likely cause of the reported event. Biocompatibility is not an issue since both the broken nail and the lag screw are implantable. Additionally, the lag screw was embedded in the distal part nail, therefore, the possibility of micro-motion and migration is unlikely. The impact to the patient was procedure, retained devices and the 60-90 minute surgical delay. Although, the patient was reported as doing fine and aware of the reported events. The surgeon stated, ¿the patient may need further surgery such as removal of nail and complex thr if the fracture does not heal.¿ should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
.

Event description:
It was reported that, during a removal surgery of an intertan nail, it was noticed that the compression screw was broken inside the nail. It was not able to be seen on x-ray prior to the procedure due to the break being inside the nail itself. The distal part of the compression screw could not be removed; therefore, the lag screw could not be removed either, which resulted in the nail not being removed. There was a delay form 60-90 minutes.